Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of four devices. The visual inspection of the open samples noted two sutures and two needles. Both products were received with the loop open. It was observed, under magnification, that each loop appeared to have split under tension. Upon microscopic inspection, evidence of material transfer was found at the weld site of each loop. During functional testing of the sealed samples, one suture tested satisfactorily while the other failed. Samples were sent to engineering for further evaluation of failed suture. Engineering couldn't determine a root cause because there was no evidence that the reported condition was due to discrepancies during the manufacturing of this lot or packaging storage/shipment and handling during the return process. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all manufacturers¿ quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a procedure, the loop broke without being added excessive force. The event occurred in use for patient. The procedure was completed with another device. No injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.